Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch report is for the suspect device used in system 2 (lot number 278317, expiration date 01/31/2016). (B)(4). Device will not be returned to manufacturer.

Event description:
The customer received the following results on mobile system 1 and mobile system 2 within 10 minutes: 1) 370 mg/dl and 270 mg/dl vs. 155 mg/dl and 176 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device however the test cassettes were not returned.